Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the bending rubber on the bronchofiberscope had a defect. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the coating on the image guide snake pipe had peeled off. This report is to capture the reportable malfunction of the peeled-off coating noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: watertightness was not maintained due to holes in the curved rubber; the curved rubber adhesive part was missing; the curved tube had an abnormal angle; the adhesive part of the objective lens had come off; the flexible tube of the insertion section was crushed; an abnormal sound was heard during angle operation; a mark was seen peeling from the eyepiece; paint was floating on the "up" plate; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.